Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. It was noticed that both the stabilizers had a defect in the screw hole at the tip that caused strong resistance. It was noted that there was difficulty inserting the removing the device. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.